Event description:
The customer obtained, multiple, lower than expected, vitros nt-probnp quality control results when a specific vitros signal reagent pack was in use on a vitros 5600 system. The following results were obtained: vitros nt-probnp results: qc fluid level 2 result = 517, 460.5 vs. An expected result = 728.7 pg/ml; qc fluid level 3 result = 5113 vs. An expected result = 7524 pg/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple; lower than expected, vitros nt-probnp quality control results were obtained when a specific vitros signal reagent pack was in use on a vitros 5600 system. Expected performance was obtained following service actions to the microimmuno assay metering subsystem of the analyzer and routine replacement of the sr reagent pack in use. The investigation could not determine a definitive root cause. However, an instrument related issue involving microimmuno assay metering subsystem or an issue involving a specific sr reagent pack cannot be ruled out as contributing factors. There is no evidence that a reagent related issue contributed to the event.